Event description:
During an in-clinic follow-up, it was noted that there was premature battery depletion of the device. Abbott technical support was contacted and indicated the depletion may have been due to a high number of automatic mode switch episodes. Device explant is anticipated to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.